Manufacturer narrative:
As reported, a saber rx 7mmx4cm 155cm percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated, however it ruptured at its nominal pressure. Therefore, it was replaced with a new saber pta and completed the procedure. The procedure finished successfully. There was no reported patient injury. The patient¿s information, target, vessel level of tortuousness, calcification and rate of stenosis was unknown.  There was no difficulty removing the product from the hoop.  There was no difficulty removing the protective balloon cover.  No difficulty was encountered when removing the stylet or any of the sterile packaging components.  No kinks or other damages were noted prior to inserting the product the product into the patient. The product burst during inflation in the lesion.  The device prepped normally (i.e. Maintain negative pressure).  The product was removed intact (in one piece) from the patient.  Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17562459 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst reported could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, a saber rx 7mm 4cm 155 was delivered to the lesion and inflated, however it ruptured at its nominal pressure. Therefore it was replaced with a new saber pta and completed the procedure. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis.  The patient¿s information, target, vessel level of tortuousness, calcification and rate of stenosis was unknown.  There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover.  No difficulty was encountered when removing the stylet or any of the sterile packaging components.  No kinks or other damages were noted prior to inserting the product the product into the patient. The product burst during inflation in the lesion.  The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.